Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that issue with the 4f groshong last week, the PICC states it is injectable at 5ml sec, was injected at 2ml sec however it split at the extension set. Catheter length 60cm. The catheter functioned normally for several months with no issues aspirating, flushing, or administering treatment. No migration or line movement was reported. The patient continued treatment cycles without complication until the recent event. On (B)(6) during a CT scan, the PICC was pressure injected. Staff dialed the injector down to approximately 2 ml sec. Leakage was observed at the clear plastic junction of the repair portion (not the repair kit, but the bonded joint on the line itself). A repair was completed on the line, no patient harm occurred. The PICC remains in situ and is flushing and aspirating normally with no further issues reported.